Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer's granddaughter reported her grandmother's freestyle meter was giving her "false readings". It was reported that as a result of this, the customer went into a "diabetic comma", "fainted". There was no report of third-party medical intervention. Customer reported taking both insulin and glucose to ameliorate the medical event. There was no report of death or permanent impairment associated with event.